Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
Customer states that the device had a shock and pacer malfunction inop during op check due to the device froze up at request to press charge button. Customer states no pt involvement.